Event description:
I've had my implants for almost 10 years, after about a year I started having sharp pains in my breasts, I also have pain on the side of my breasts. I have discussed this with my surgeon and he put me on nerve medication and dismissed me. I'm constantly fatigued, and I don't even like removing my bra or sports bra. They constantly hurt. I have tested false positive with lupus but no one knows why, my balance is off, I also have constant anxiety, brain fog , headaches, joint pain and recent bloodwork showed my cortisol levels were extremely high. Unresolved as well. But this all started shortly after getting the implants in, and still to this day I have very sharp pains in both of my breasts and pain on the sides of my breasts near my armpit. Reference report mw5115962.